Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had a device error. There was no reported pt involvement.